Event description:
Metacare pharmacy information system ver 08/01/30 IV fluid rates of greater than 1,000ml/hr print as 1ml/hr on the label going to the nursing/drug administration area. Meta pharmacy systems do not feel this is an issue to need resolution now. This error, particularly, in oncology has very, very severe and potentially life-threatening opportunities.